Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarm. The customer stated broken force sensor was detected during regular delivery or seating alarm was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.